Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04330. It was reported the patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Fluoroscopy was ordered due to investigate possible lead migration. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04330. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 during which the patient's left lead was explanted and replaced.

Manufacturer narrative:
Device code has been updated.